Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was not turning on. Customer stated they received a replace battery alarm. Customer stated they received same alarm even after putting four new batteries. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. At the end of troubleshooting pump did not turn on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.